Manufacturer narrative:
Corrected data: in the initial MDR section h6 patient code 2146 was provided, however the appropriate code for irritation is 1941. Therefore, the code is being updated in this supplemental filing. Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 9/24/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: chemical test was performed to the returned product. All the testing results were within the product specification, no product deficiency was identified. Manufacturing record review: reported lot number zh04523 was a labelled bottle lot. Its filling lot zh04372 and compounding lot zh04371 were manufactured in jan 2020. All the records for production process were found to be acceptable, all testing items were completed and met specifications. There was no non-conformance related to this complaint. Complaint data was reviewed for previous 12 months by the reported lot number: zh04523. A total of three complaints including this report were received, however, the other two reports are unrelated to this reported event. Conclusion: based on manufacturing record review, product evaluation and historical complaint review, there was no indication of a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. At the time of this report has been submitted.

Manufacturer narrative:
Additional information: age/date of birth: unknown, information not provided. Date of event: exact date unknown, information not provided. Best estimate is two days prior to the event being reported to j&j. (B)(6) 2020. Concomitant products: consept 1-step neutralizing tablet lot# 84066 or lot# 82358, exact lot# used with solution at the time of the event is unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Consumer reported that after using concept 1-step product, her eyes were severely irritated when wearing her contact lenses. Consumer explained that when she added the neutralizing tablet to the solution, bubbles suddenly generated. One minute after adding the neutralizing tablet the solution would bubble and the tablet would completely dissolve. Whenever this occurred, she always tried again to ensure she is taking care of her lenses appropriately. Two days prior to this report the patient experienced irritation in her right eye even though she took the appropriate steps. Reportedly, her contacts were left in the solution about seven hours prior to use and that she did add the neutralizing tablet to the solution as the color turned pink when she checked. This occurred five times, and the same contact lens case has been used for more than six months. As of the time of reporting this event, the consumer could not wear contact lenses. She had sought medical attention and the ophthalmologist prescribed an ophthalmic solution. Through follow-up it was learned the consumer was prescribed hyaluronate na ophthalmic solution and levofloxacin ophthalmic solution. The consumer¿s condition has now resolved. No further information was provided. Two different lots-bottles of solution and two different lots of tablets were used. Therefore, four separate reports are being submitted for this event, one for each product.